Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the pump keeps alarming battery failed. The customer blood glucose at the time of the event was 115 mg/dl. The customer states being off pump for a couple months due to rehabbing after surgery. Customer was assisted with troubleshooting. Advised the pump will need to be replaced. Advised to discontinue use and revert to back up plan and treat per hcp instructions. Pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed failed battery test alarms at the long trace history file and an abnormal loaded voltage at the power graph management tool due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. No unexpected failed battery test alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.